Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d8, d9, h2, h3, h4, h6, h11. Correction h6 from a02 to a041001. Correction h6 from g04092 to g04023. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the cause was due to the tip of the insertion part, the coil sheath was deformed and there was a hole in the outer tube, however the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle guide pulled out of its sheath at the end and pierced its protective sheath in the bag. There were no reports of patient involvement.